Event description:
A caller reported a malfunction on a pump, identified as malfunction 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.